Event description:
It was reported that fluid was accumulating at the pocket and fluid was coming out of the surgical pump sites. The surgeon believed the fluid to be cerebrospinal fluid (csf); however, it was never confirmed. It was stated that the pump was replaced a week prior to the report for unknown reasons. The patient began to experience signs of withdrawal a week later. The patient also experienced spasms more recently. The reporter denied a pocket fill. When the catheter and the pocket were explored in the operating room, there were no signs of obvious disconnect. The issue was attributed to the catheter and patency could not be confirmed in the operating room. A suggestion was made to shake the pump to determine if it still had fluid. It was at this point that the pump was dropped. The pump was not replaced due to concerns of infection; no infection was confirmed. It was noted that catheter segments were left in the intrathecal space. The patient was currently ill, but withdrawal had been ruled out. The pump was yet to be replaced. The pump was used to deliver lioresal at the time of the event. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomalies. The pump passed all non-destructive testing. No anomalies noted in pump logs. Since the pump passed all non-destructive lab testing, it has been decided that no destructive testing needs to be performed. This choice preserves the pump for later re-analysis if needed. There was no catheter return with the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l50592, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.